Manufacturer narrative:
It was initially reported that the frame was bent. Follow-up submitted as further investigation determined the fowler frame was bent. This is not likely to harm the patient as the fowler could reach its lowest horizontal position under patient weight and no functions were affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.